Manufacturer narrative:
The device was returned to the product analysis center (pac) for analysis. The pac technician evaluated the device and confirmed the reported issues. It was observed that the electrode pin is pushed in and not making connection with the electrode tray, and both of the pogo pins are burnt, causing the device to not recognize the defibrillation electrodes. Analysis of electronic device data found that the pogo pin was pushed in after the inability to shock. During an internal inspection it was additionally observed that the transistors on the main pcb assembly, designators q71, q74, u3, and q75 were burnt, causing the device to be unable to deliver a shock. Due to damage to multiple components, further root cause could not be determined. It was also confirmed the audio output distorted issue. Audio quality is distorted, but can be understood. Also, during analysis, it was found that the device lid was damaged. One of the tabs on the hinge is broken and the other tab is cracked, and the magnet receptacle is damaged and won't retain the magnet. In this state, the user may need to manually power on the device and a delay in defibrillation of greater than 30 seconds may occur. The root cause of this second issue is the device lid. The device was archived at stryker, redmond.

Event description:
The customer contacted physio control to report that their device gave "device not ready" message and had a broken therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
An engineering investigation has determined that due to the design of the lcpr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
The customer contacted physio control to report that their device gave "device not ready" message and had a broken therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. It was confirmed that the right connector pin was slightly pushed in. Additionally, it was observed that the device does not provide defibrillation energy. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device gave "device not ready" message and had a broken therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.